Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The stm reconnected all connectors on the video receiver board and ensured that the performance of the display was stable. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen was flickering during an in-service training. There was no patient involvement and no adverse event was reported.